Manufacturer narrative:
The svc rep replaced the left monitor. Monitor verified for normal operation. System op checks performed.

Event description:
Customer reported no image on left monitor. No pts were injured.